Manufacturer narrative:
Date of event was approximated to (B)(6) 2012, implant date, as no event date was reported. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a vaginal hysterectomy, anterior elevate mesh repair, posterior repair, advantage fit sling, and cystoscopy procedure performed on (B)(6) 2012. As reported by the patient's attorney, the patient has experienced an unspecified injury. Boston scientific has been unable to obtain additional information regarding the event to date.